Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49mg/dl. Customer was treated with glucose tablet. Troubleshooting was performed. Based on customer report customer alleging pump was under delivering the product will be returned for analysis. .

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.